Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which an backed out set screw was removed. The patient reportedly had a set screw back out approximately 1 month post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Just over a month post-op, the surgeon reportedly decided to revise the patient to address some instability by extending the length of the preexisting construct. In doing so, the surgeon noticed that several everest set screws from the original surgery were loose, but not fully backed out. Three set screws, two contoured rods, and two polyaxial screws were returned. All three set screws were visually and functionally inspected. The bottom surfaces all of three set screws were also analyzed under a microscope; none of them exhibited "windshield wiper" abrasions, which indicate ideal contact with the rod. The set screws also passed a functional inspection with the subject pedicle screws, indicating that the set screws were not likely cross-threaded. The contoured rods were also analyzed, and they too exhibited very subtle abrasions, making it very difficult to determine any root causes. When a set screw is torqued properly to 98 in*lbs, it will typically develop very pronounced radial abrasions ("windshield wiper" abrasions) on its bottom surface. The rod will also display pronounced linear abrasions where the set screw was torqued, and neither of these abrasions were observed. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 12/13/2016 it was reported to k2m, inc. That a revision surgery took place in which backed out set screws were removed. The patient reportedly had set screws back out approximately 1 month post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which backed out set screws were removed. The patient reportedly had set screws back out approximately 1 month post-op. Revision surgery took place (B)(6) 2016.